Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was fully fired. Functional evaluation noted that the reload functioned without issue. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, no device component fell into the cavity of the patient. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem. The surgical time was not extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter; during a hemicolectomy procedure, the reload would not firing and upon getting the reload to fire there was improper staple formation resulting in an incomplete staple line. The incomplete staple line was resected. There was no further consequence to the patient.